Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was displaying a fault code that relates to the power pcb assembly and indicates a possible failure of the device to defibrillate properly. There were no reports of patient use associated with this event